Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to misalignment and physical distress.

Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 1822565-2016-01766.